Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Customer's blood glucose was 135 mg/dl. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that resistance was experienced during the fill process. Customer declined troubleshooting with tandem technical support and declined to provide further information.